Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a secondary set, 15 micron filter in sight chamber, secure lock, 86 cm did not deliver the complete volume to be infused to the patient. The reporter stated that "ortc are currently undertaking 2 week trial of closed system device infusion lines. There is an identified fault with the filtered b lines meaning that on occasion there is a small amount of drug retained in the line and not delivered to patients." There was no patient harm reported.